Event description:
Information was received from a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that the patient's previous implantable neurostimulator (ins) was replaced because it was not charging right and was not taking a charge. The charging issues started about a month before it was replaced in 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.